Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the machine required a reboot to complete an update. A field service engineer tested drawer within a medical application and successfully accessed both the drawer and the cubies. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system drawer screen indicated a need for maintenance. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.